Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had pump error alarm. The customer blood glucose level was 300 mg/dl. Customer stated that they had pump error alarm. Customer stated they were able to clear the alarm and able to rewind the pump. It was reported that they had performed displacement test and insulin pump re-winded but went back to pump error. Customer stated insulin pump was not exposed to a high magnetic field. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. No unexpected pump error 37 noted. Motor was tested outside device and passed. (B)(4).